Event description:
It was reported that the pacemaker device battery longevity exhibited a large change over one month. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the right atrial automatic threshold (raat) test has not had a successful test result for the last approximately two months, resulting in the right atrial (ra) lead being placed in suspended mode and atrial output being automatically sat to a fixed output value of 5 volts at 0.4 milliseconds. It was also noted that the patient is exhibiting intermittent atrial fibrillation. Ts also stated there was a high out of range pace impedance measurement of greater than 3000 ohms on this ra lead, resulting in a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, there was noise observed on this ra lead. This ra lead is not a boston scientific product. A further analysis of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption due to high atrial output. The analysis also noted previous saturated ra lead pace impedance measurements, as well as intermittent high ra lead pace impedance measurements, in addition to intermittent ra lead noise. Ts discussed with the hcp that they could consider changing the fixed ra output to affect overall longevity. This products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).